Manufacturer narrative:
From the picture, it was observed a "broken product." No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR the product et tube, cuffed, spiral-flex 5.5, lot number 01k1300338 was manufactured on 10/24/2013. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture it was observed a "broken product," the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the product is broken. The alleged issue was detected during incoming inspection by the distributor ((B)(4)). Reported number of devices with the defect = 1.